Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the reported bend in the catheter was confirmed, but the exact cause was unknown. One groshong s/l PICC was returned for investigation. The catheter was received with the stylet in the lumen. The red hang tag was received separate from the catheter. The position of the distal tip of the stylet in relation to the proximal end of the valve was within specification. A slight bend was observed in the catheter that coincided with the distal tip of the stylet. The bend did not occlude the lumen. It is possible that the tubing retained a slight bend if the catheter shifted in its pouch during shipping and/or handling; however, the exact cause of the reported damage was unknown.

Event description:
It was reported that the catheter tip was bent. No additional information provided.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The manufacturer has received the sample and will be evaluated. Results are expected soon. A lot history review (lhr) of reax1225 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the catheter tip was bent. No additional information provided.